Event description:
It was reported that the patient unit was put in 2012. She was having some problems and working with healthcare provider office. The patient had changed the programs a couple times and she was due to go back to see healthcare provider but patient had questions that healthcare provider hadn¿t been able to answer. She reported sometimes the program, depending on which one and how long it¿s been on, it will affect the sciatic nerve that goes down the leg. It was reported last june, the patient got to where she could hardly walk and was walking with a walker. The patient had other back problems, stenosis in l4 and l5, they were talking about putting in an "x-stop" in the back. The patient trying to get through that turned her unit off because at various times she found that if she turn it off the problem stopped. She had it off for about a month and when she talked to healthcare provider the patient said she couldn¿t ride across town in a car. Healthcare provider told her to turn it off and do what the patient needed to do until they could do her surgery. She turned it off and the pain eventually all went away. She was walking again, she saw healthcare provider and healthcare provider said they developed a lot of new programs and she changed them and that helped. But there were some programs, the patient cannot use because they affect her sciatic nerve when they program had been on for sometimes. It only takes a couple of days. Healthcare provider told the patient she should use each program for at least a couple of weeks for it to adjust to her system. Patient was asked when the sciatic nerves down her leg first started and the patient reported its been on and off since implant. The patient confirmed reported back problems were preexisting. Since it was first put in and when you put on some programs the nerve that's being stimulated was way out in the middle of your left cheek. The patient noted if she remember right, when she had the test unit in, he always tried to get it closer in to the vagina area. But after they installed the unit, there were at least 2 programs that it was always out more toward the middle of the leg cheek and those were the ones that usually gave the most problems. When healthcare provider tried to adjust in november, she wanted the patient to come back in january or february and see after 6 months how these programs were working. Healthcare provider thought maybe the wire might have moved out place and asked the patient if she had fallen. The patient stated yes she had, and the patient also gets chiropractic adjustments and she was told at the beginning that would not effect it. If she doesn¿t have the chiropractic adjustments with her back the way it was she probably wouldn¿t be walk in g at all. The patient reports she also gets in the water 3 times a week but for the past two months hadn¿t been able to get in the water. This was not because of neurostimulator, it¿s for other reasons. Reportedly if she turns her neurostimulator off at night and turns it back on the next day it doesn¿t bother the sciatic nerve as soon, but no matter what program she has it seems to run into some problems after about two months. When she turns it off at night she leaks a lot more and will go to the bathroom 5 or 6 times. She was wearing a pad all the time anyway because it¿s not perfect and she didn¿t expect it would be. She had neurostimulator because she had bladder spasms all the time and neurostimulator does help control her bladder spasms but she still had the occasional and during the period that she could not walk she was having them more often. The first time this happened her neurologist told her to go back and tell them that she had the bandwidth too wide, and that helped initially. When she saw healthcare provider last time sh e told her that and she was adjusting the bandwidth and also trying to adjust it closer to her vagina instead out in the middle of the cheek. The last time she saw her neurologist, he suggested maybe she was running stimulation too high and she should turn it down. But he was not sure how they attached it to the nerve so he couldn¿t guide her. She started turning it down and was able to use channel 2. It seemed to help and that was the one she likes the best and was over towards the vagina. Healthcare provider said she couldn¿t get the others to move and she told the patient she was telling her symptoms that other patient¿s hadn¿t reported before. The last time she saw healthcare provider she told her it was making her feet really hot. The patient also reports that sometimes if she was standing a long time she will feel her outer thigh gets real tingly. This had been going on off and on for the last year and a half. She was doing some painting for a project at church and was on her feet an awful lot standing and leaning over, and if she stands at the kitchen sink she gets that sometimes but not all the time, and it¿s not as bad as it was before healthcare provider changed programming. She was turning stimulation down to where she wasn¿t feeling it at all, and she was previously turning stimulation up to a point where she could feel it and then decreasing. The patient reports healthcare provider currently had her on program 3 and she had been turning it clear down to a 1. The patient reports in order to stop the leakage, she has had to turn it up. It seems like a program will work for 2 or 3 months and then all of the sudden it will affect the sciatic nerve and she notices pain in her knee, ankle, and down her leg and sometimes lately she had to take a muscle relaxer even if she turns stimulation off, which makes her think this doesn¿t have anything to do with her program it had to do with her back. She was told her back was not going to get any better. It was going to continue to degenerate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va005t1, implanted: (B)(6) 2012, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va005t1, implanted: (B)(6) 2012, product type: lead. (B)(4).